Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that before use of an emboshield nav6 retrieval catheter, the inner device pouch was found already opened. Another emboshield nav6 was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection analysis was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the unsealed pouch appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.